Event description:
It was reported that the patient may have a possible lead break. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's generator and lead were replaced. The explanted products have not been received into analysis to date. No additional relevant information has been received to date.